Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 16.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to visual issues. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 18.0. Reportedly, the patient is doing fine. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation. Returned to manufacturer on: 01/16/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was not returned complete because pieces were missing. The lens was cut most probably to facilitate the explant mentioned on the initial report. Further analysis is not possible due to the conditions of the lens. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.